Manufacturer narrative:
A product investigation was performed for this device. The actual devices were not returned to the manufacturer for evaluation. The root cause of the broken nail and screw is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The attending surgeon indicated a repeat surgery for the broken im nail was needed. A follow up report will be filed when we receive new information. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fracture of the right femur; during x-ray review was found to be broken along with one proximal screw during a follow up visit.